Event description:
It was reported that air bubbles were observed within the canister. There was no reported adverse impact to the customer¿s blood glucose value. Multiple attempts were made by tandem technical support to follow-up with the customer on the reported issue, but no response was received.